Event description:
The customer reported that the system failed to allow fluoroscopic exposures and vertical lift motions. Further info was rec'd from the fse confirming that the user did not disable these features with the key switch. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.